Event description:
The patient (B)(6) received her scs system, including an ipg, on (B)(6) 2010. It was reported that the patient has stimulation, but her programmer displays a low ipg warning. The next course of action is currently unknown. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.